Manufacturer narrative:
The handpiece was received at the MFR and the complaint was verified. Based on the quality investigation, corrosion build up was identified and the motor was replaced. The corrosion is most likely due to fluid ingress into the handpiece during sterilization. Add'l preventative maintenance was performed and the handpiece was returned to customer.

Event description:
It was reported that during an acl procedure, the handpiece continued to run when the trigger was no longer pressed. The procedure was completed successfully and there were no adverse consequences to the pt.